Manufacturer narrative:
(B)(4).

Event description:
A reliant balloon was inserted as an accessory device for the endovascular treatment of a fusiform abdominal aortic aneurysm. No issues were observed with the reliant balloon during preparation. It was reported that after the endurant devices were implanted. The physician elected to model the stent grafts with as reliant balloon. Upon the first inflation of the reliant balloon which was completely within the stent graft in the left internal iliac artery and left external iliac artery the reliant balloon ruptured. Per the physician, the cause of the event is unknown. No clinical sequelae were reported and the patient is fine.